Event description:
Lead explanted due to high impedance. No adverse patient events reported. Should additional information become available, it will be added to this file.

Event description:
Lead explanted due to high impedance. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 52 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil and fixation helix were found covered in calcified appearing tissue residuals. Calcifications are known to cause high impedances and is thus assumed to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.